Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 4 months ago after she failed to recharge the ipg around that same time frame. Reportedly, the ipg was deemed inoperable. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.